Manufacturer narrative:
Article website: http://jnis.bmj.com/content/early/2016/03/08/neurintsur g-2016-012261.full there is limited information about the device and/or the patient, therefore all alleged product problems were captured in this report. Attempts were made to obtain additional information. A response was received stating that "there were no device related adverse events. As stated in the discussion section, the complication rate associated with pipeline classic correlates with aggressive operator manipulations." No further information was provided. Same source article as reported in MDR MFR: 2029214-2016-00204, 2029214-2016-00205, 2029214-2016-00206.

Event description:
Medtronic received information through literature review that 3 pipeline flex deployment failure occurred in thirty-eight patients who underwent intracranial aneurysm treatment with the pipeline flex. The details of deployment failure were not provided. The authors also reported 8 patients required j-microwire and 1 patients required balloon angioplasty to fully open a deployed flow diverter. In cases of inadequate device apposition with the parent vessel wall after deployment, the operator typically attempted to facilitate opening of the flow diverter by navigating a microwire with a ¿j¿ tip through the device. If the ped failed to open adequately with this technique, angioplasty of the stent was then attempted using a compliant balloon. In this article, the authors described their study to compare procedural outcomes between the first-generation device (pipeline classic) and the pipeline flex. Thirty-eight of the first 40 consecutive patients who underwent intracranial aneurysm treatment with the pipeline flex and 58 of the most recent 60 consecutive patients who underwent treatment with the pipeline classic at our institution were evaluated. Patient demographics, aneurysm characteristics, technical procedural details, and early outcomes were analyzed. The authors concluded that use of pipeline flex significantly reduces the total procedure and fluoroscopy time, contrast usage, patient radiation exposure, and proportion of recaptured devices in comparison with the pipeline classic, probably owing to an enhanced delivery system that allows for more reliable and controlled deployment. Citation: lle ej, miller t, serulle y, et al. Use of pipeline flex is associated with reduced fluoroscopy time, procedure time, and technical failure compared with the first-generation pipeline embolization device. J neurointerv surg. 2016 mar 9. Pii: neurintsurg-2016-012261. Doi: 10.1136/neurintsurg-2016-012261.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.